Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 12/30/2022. H6 component code: g07002 no device returned additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Related reports: 2210968-2022-09980, 2210968-2022-09981, 2210968-2022-09983.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: please confirm the number of complaint products involved in this event:=>no further information is available. Events reported via: 2210968-2022-09980, 2210968-2022-09981, 2210968-2022-09982, 2210968-2022-09983.

Event description:
It was reported that a patient underwent a cardiovascular procedure on (B)(6) 2022 and suture was used. During the procedure, the suture was detached from the needle easily during continuous suturing. This happened in many needle-sutures. It was hard to suture so several needle-sutures were used. These were not control release needles. No adverse patient consequences were reported. Additional information was requested.